Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after the cartridge was loaded onto the pump with 300 units on (B)(6) 2017. The insulin gauge decreased to 45 units and remained static. Additionally, the customer stated the cartridge may have been filled with more than 300 units. There was no impact to the customer's blood glucose level.